Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 20 mmol/l. Customer advised the reservoir leaked due to the compartment being dried out. Customer placed a new reservoir and the issue was resolved.